Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns pt had surgery where the lead and generator were replaced due to reported generator end of service, and a lead failure. Further follow up with the treating physician revealed that the pt was seen for follow up on august 27th where high lead impedance was noted from an unk diagnostic test. X-rays were not taken to assess the continuity of the lead. There was no report of any pt manipulation or trauma. The pt was referred to a surgery to replace the lead and generator due to the high lead impedance diagnostic test result. The explanted lead and generator were returned to manufacturer for analysis. Analysis of the pulse generator revealed no anomalies, and the device performed according to specifications, and the elective replacement indicator was still set to no, indicating that the device was not at end of service. Analysis of the returned portion of the explanted lead is currently underway.